Event description:
Information was received that this smiths medical cadd legacy plus pump experienced battery problem. Its was reported that the "alkaline battery does not last long "with the pump. No reported adverse effects.

Manufacturer narrative:
Additional information: additional information received on 2-may-2019 indicating that the there was patient involvement in the reported event and there was no patient injury due to the reported event. Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection found no damage on the pump. The review of device history log identified following event: 0676> error - 1836 - 1/20/2019 followed by 0684> error - 1870 - 1/20/2019 2:03:00 pm functional testing included simulated use and motor current draw. On powering up the pump displayed lec 1870. The pump was opened and found the motor current draw greater than specification. The customer's reported problem regarding "battery does not last long" was able to be duplicated and was confirmed. Problem source could not be identified.